Event description:
On 23rd march 2023, rayner received notification from its distributor in argentina of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation the healthcare professional observed a scratch on the optic necessitating lens explantation.

Manufacturer narrative:
The reference (B)(4) has bee allocated to this case by rayner. The event description provided states, that immediately following implantation a scratch was observed on the optic. The lens was explanted during the original surgery session. The device has not been returned to rayner. The rayone preloaded iol injection system, use risk analysis identifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens, use risk analysis identifies the following as possible causes of "physical damage to iol", sharp edge instruments used during surgical procedure, surgical procedure incorrect, incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd, yag operator error (not applicable in this case) and cracked optic surface post injection due to dehydration of lens. There is insufficient information/evidence available to determine the cause of the scratch on the optic. Rayner is following up with its distirbutor to obtain additional information to facilitate further investigation of the event.